Manufacturer narrative:
Event date month and year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for the treatment of peripheral neuropathy and failed back surgery syndrome. It was reported that about a month after implant the patient's incision site wasn't healing due to a confirmed staph infection. The patient was given oral antibiotics and the entire system was explanted shortly after the infection was determined. No further complications were reported or anticipated.